Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported tip detachment was not confirmed; however, there was noted polymer coating damages. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with other devices and/or inadvertent mishandling, resulted in the reported detachment/noted torn, folded and wrinkled polymer coating. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral and iliac arteries. The hi-torque command guide wire was removed from the patient and before being re-inserted, the tip was observed to be stripped; however, it was confirmed that nothing was left in the patient. Another non-abbott guide wire was used to continue the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.